Manufacturer narrative:
We have not received the actual product as of (B)(4) 2014. Associated medwatch number 3633050000-2014-8023.

Event description:
Information indicates that on multiple occasions air has breached int he infusion line and ultimately into the patients PICC line.